Manufacturer narrative:
Additional information. B5: upon follow up, it was reported on an unknown date, the patient was discharged from the hospital, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event. The day after, the patient began treatment with vancomycin injection (1g, once in 4 days, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.